Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device was dirty/contaminated. The unit also had minor scuffs. It was missing the bumper feet, had a cracked water tank cover, and a worn line cord. The investigator added water to the water tank and observed that it was leaking from the bottom of the water tank. The customer reported product problem (leaking from the reservoir) was confirmed during testing. The product problem occurred because of the cracked water tank cover. The crack occurred from over torquing of the water tank screws. This was done by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a user issue (over torquing). This was established as the root cause. The water tank was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that this smiths medical level 1 hotline low flow systems leaked from the reservoir. No reported adverse effects.